Event description:
It was reported that a cage holder, impactor, and plate all became jammed together during surgery and could not be disassembled. There was a delay associated with trying to get the holder and impactor unstuck from the plate, but there were no impacts to the patient. This is report three of three for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3004788213-2021-00150 through 3004788213-2021-00152.

Event description:
It was reported that a cage holder, impactor, and plate all became jammed together during surgery and could not be disassembled. There was a delay associated with trying to get the holder and impactor unstuck from the plate, but there were no impacts to the patient. This is report three of three for this event.

Manufacturer narrative:
Corrections in d4: UDI number and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation visual inspection did not identify any damage, but the part was found to be stuck with mating components. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to inserting the plate off-axis or not inserting the first plate far enough. DHR review per DHR review, the parts were likely conforming when they left zimvie control. Device use these devices are used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.